Event description:
During a coronary stent procedure of a calcified lesion, the physician experienced difficulty crossing the lesion. The delivery/stent device was retracted back to the guide catheter and removed. Upon removal it was noted that the distal end of the stent was damaged. No patient injuries or complications occurred.